Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that there was use error involved in this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box recorded a suspend on (B)(4) 2014 that lasted 4 minutes. The pump was exercised for 24 hours at a 1 unit/hour rate. During this time there were no instances of suspension or alarms. There were no instances of hyper-sensitive keys observed during the investigation. The complaint could not be duplciated but could be seen in the pump's history.